Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. The fse replaced the e-200 generator as a precaution and checked the lan cable connection. The system was tested and verified as ready for use. The e-200 involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the reporter stated the e-200 generator could not be fired during the procedure. He said that he could hear an error sound and see a display message, but there was no detailed information. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised him to perform a hard power cycle on the e-200. The reporter said he would try that step. The reporter called back and stated e-200 generator was working fine now without restarting the generator. The tse checked error log but there was no error. The tse advised him to restart the e-200 if same issue occur. The reporter understood. The field service engineer (fse) called and stated the customer informed him they decided to convert the procedure to a traditional laparoscopy surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the e-200 generator to perform failure analysis. Fa was not able to confirm nor reproduce the reported complaint. The e-200 was installed on an in-house system and powered on without issues. Fa completed a test drive without any issues, and the e-200 generator passed all testing on the test fixture. The probable root cause cannot be determined based on the information provided as failure analysis was unable to replicate the issue.